Event description:
A trilogy 202 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 202 ventilator at the manufacturer's service center, it was reported that the blower hours were too high and error code e-344 was found in the ventilator's downloaded error log. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 202 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 202 ventilator at the manufacturer's service center, it was reported that the blower hours were too high and error code e-344 was found in the ventilator's downloaded error log. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, blower hours are too high was observed. In addition, error codes were found in the ventilator's downloaded error log. The device's oxygen blending module will need to be replaced to address the issue. Oxygen blending module obm is currently on back order. Additional info in box h, correction to box d: product UDI.